Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks after implant the right ventricular (rv) lead was repositioned due to increasing/high threshold.  The rv lead remains in use.  No patient complications have been reported as a result of this event.